Event description:
It was reported patient had a total left hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2014 due to metallosis. It was reported the cup and head were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of discoloration, deformation and subluxation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ product is being returned to manufacturer, but has not yet been received. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02367 / 02368).